Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula assembly fully deployed. However, the pod only ran 46 pulses, and therefore did not complete second prime as expected. It could not be determined the root cause for early deployment.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported while a patient removed the pod needle guard the cannula was already deployed. The patients reported blood glucose level was 123 mg/dl. The pod was not worn.